Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-09068, 1627487-2019-09069, 1627487-2019-09070, 1627487-2019-09071, 1627487-2019-09072. It was reported that patient had the entire scs system explanted due to ineffective stimulation. Reprogramming was unable to resolve the issue prior to explant.